Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient was admitted to the emergency room with multiple symptoms, and some of the symptoms were suspected to be related to an underdose of baclofen. It was reported that no device alarm was going off. A request was made for a manufacturer representative (rep) to check the pump, and the hcp was transferred to the national answering service (nas). It was unknown if there was any complications as a result of the event. There was dissatisfaction with the product associated with the call.